Event description:
It was reported that multiple vf episodes was produced by noise. Also, varying impedances and increased threshold were observed. Upon explant, a lead anomaly was observed at the proximal end by the device header. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the sensing coil was fractured and the outer insulation was damaged close to the connector ring crimp sleeve, consistent with fatigue.